Manufacturer narrative:
Results: communication cable with bent pins. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the devices instructions for use.

Event description:
It was reported by service report that the docker cable (com cable) had bent pins. It is unknown if there was patient involvement or adverse consequences to report.